Event description:
It was reported that (1) tvc55 was used during a gastric bypass procedure. It was reported by the representative that the surgeon tried to fire the tvc55 and it locked out on the first firing. The surgeon pulled a second instrument and completed the case. There was no consequence to pt.